Event description:
It was reported that the threaded stud mount is loose. It was noted prior to a gastric bypass procedure. The procedure was completed with an alternate like device and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Only year known, assumed 1st day of month that complaint was reported. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.